Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact admiral balloon was used to treat the right superficial femoral distal (sfa), popliteal 1 segment. Approximately 2 years 7 months post procedure patient suffered target lesion occlusion. Subject had recurrent pain in right lower extremity with claudication symptoms. Had arterial duplex showing occlusion of sfa stent. Subject had peripheral angiogram with atherectomy to occluded right-sfa stent, intravascular lithotripsy, and two ranger 7x200m to right sfa. The event was also treated with medication. Patient recovered.